Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The crossbrace was returned for evaluation, and subsequent testing verified the complaint. The weld was broken at the seat rail. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the crossbrace is broken at the weldment where it attaches at the seat rail.